Manufacturer narrative:
0 of 1 device has been returned for evaluation. Evaluation results will be submitted as they become available.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event where a midwest phoenix handpiece overheated. There were no injuries in any of the events.